Manufacturer narrative:
On 12/31/2019, biosense webster inc. Received additional information about the event and the patient. It was reported the a female underwent an atrial fibrillation ablation procedure with medtronic cryoballoon and suffered a cardiac tamponade requiring pericardiocentesis. This adverse event was discovered after the use of biosense webster products. The physician was using biosense webster devices for pre-map creation, with pentaray, and a thermocool smart touch sf bidirectional catheter visualization. Transseptal puncture was performed using the baylis needle. Towards the end of the cryo procedure the physician was in the right superior pulmonary vein with the cryoballoon when blood pressure started to drop and a check on ice confirmed an effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stable. Extended hospitalization was required; the patient was kept for a few extra days due to the pericardiocentesis. No radiofrequency ablation was performed. The patient had fully recovered. The physician¿s opinion of the cause of the adverse event was the transseptal puncture and that biosense webster products had nothing obvious to do with the cardiac tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 1/12/2020, biosense webster inc. Received information indicating that the customer is uncertain as to which of the pentaray catheters were actually placed in the heart. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, error codes 116 (20 pole a: catheter sensor error) and 370 (mapping catheter not connected) were displayed on the carto 3 system when the pentaray nav high-density mapping eco catheter was connected to the patient interface unit. The 20 pole eco dongle cable was exchanged twice, and the pentaray nav high-density mapping eco catheter was exchanged three times, however the issue did not resolve. The physician continued the procedure. Later during the procedure, the patient developed a cardiac tamponade. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stable. Further troubleshooting was not possible to resolve the errors from earlier. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30283878m identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).